Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that t1 implant did not stay on the outer edge of meniscus and t1 went back to articular cavity with needle. T1 was unable to be retrieved from the patient. A backup device was utilized to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Visual assessment of the device shows the device in good condition. The device is in used condition and has evidence of surgical remains attached. Functional test reveals that the device does not advance due to human tissue being wedged under t1. Once tissue was freed t1 and t2 slid freely out of the delivery needle. After the evaluation, the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.